Manufacturer narrative:
The service engineer evaluated the ventilator and verified the customer reported condition. The service engineer reinstalled the ventilator software. The ventilator passed self-testing.

Event description:
It was reported that a 980 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.